Manufacturer narrative:
Correction: the correct healthcare professional name should have been (B)(6) rather than (B)(6); the correct customer address should have been (B)(6), rather than (B)(6); the correct customer phone number should have been (B)(6), rather than (B)(6).

Event description:
It was reported that the patient presented for a generator change procedure for elective replacement indicator. Prior to the procedure, it was noted that the right ventricle (rv) lead exhibited low pacing impedance and over-sensing noise. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.